Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be definitively determined what the stain (foreign material) inside the light guide-lens was. There was no damage to the area where the foreign material was detected. Additionally, the material adhered not to an outer surface of the scope, and it was not removed by reprocessing. However, it is likely that humidity invaded the light guide-lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or light guide-lens glue peeled off by chemical stress such as chemical solutions used for the device. Nonetheless a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: "tjf-q190v operation manual 3.3 inspection of the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material inside of the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.